Event description:
I had several positive test results from the ellume covid home testing kit during the last week in august and first week in september. I was retested with antigen and pcr tests at testing centers and all results were negative the consequences of an obviously defective product were significant. FDA safety report ID# (B)(4).